Manufacturer narrative:
(B)(4). Date sent: 08/01/2016. (B)(4). The analysis results of the el5ml device found that it was received with no damage in the external components. Upon evaluation the device fired 6 clips intermittently all of them, conforming. In addition, the device did not lockout as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the grey and white feedbar connectors were found to be broken and the ratchet pawl was found damaged causing the lockout failure. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the lockout failure. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the clips were jammed and were not released. Another like device was used to complete the procedure. There were no adverse consequences for the patient.